Event description:
Pt reported obtaining back-to-back blood glucose results of 45 mg/dl and 160 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. A level-one control test was reportedly performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.